Event description:
Home patient (hp) reports leak in cassette of homechoice set used for apd therapy. Baxter technician assisted patient in ending treatment early for the evening. Rn reports no patient injury or medical intervention required as a result of incident. Hp received a new device per rn.